Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient¿s battery is always rubbing against chairs so it is painful. They will be revising and moving it down further. There were no applicable causes. A revision is scheduled for (B)(6) 2019. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.